Event description:
It was reported that the pacing impedance of this right ventricular (rv) lead was found to be below 200 ohms, which was low out of range. It was also noted that there was pacing inhibition, so a revision procedure has been scheduled. Technical services (ts) analyzed lead data and determined that the decrease in impedance was gradual over the past two years approximately. This lead was explanted and replaced. The physician believed that it was due to subclavian crush. No additional adverse patient effects were reported.

Event description:
It was reported that the pacing impedance of this right ventricular (rv) lead was found to be below 200 ohms, which was low out of range. It was also noted that there was pacing inhibition, so a revision procedure has been scheduled. Technical services (ts) analyzed lead data and determined that the decrease in impedance was gradual over the past two years approximately. This lead was explanted and replaced. The physician believed that it was due to subclavian crush. No additional adverse patient effects were reported. According to additional information, the pacing inhibition was the result of oversensing on the rv lead channel. It was noted that this lead was broken proximally during extraction. The physician suspected insulation damage caused by subclavian crush. As of today, this product has not been returned to boston scientific for further analysis.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of pacing impedance low out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the pacing impedance of this right ventricular (rv) lead was found to be below 200 ohms, which was low out of range. It was also noted that there was pacing inhibition, so a revision procedure has been scheduled. Technical services (ts) analyzed lead data and determined that the decrease in impedance was gradual over the past two years approximately. This lead was explanted and replaced. The physician believed that it was due to subclavian crush. No additional adverse patient effects were reported. According to additional information, the pacing inhibition was the result of oversensing on the rv lead channel. It was noted that this lead was broken proximally during extraction. The physician suspected insulation damage caused by subclavian crush. As of today, this product has not been returned to boston scientific for further analysis.